Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used for a bile duct stenting procedure. According to the complainant, during the procedure, the physician had difficulty retracting the guide catheter to deploy the stent. The stent was ultimately deployed after the physician forcefully retracted the guide catheter which enabled the suture to release the stent. The procedure was completed with no reported pt complications. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4) - other (difficulty to retract guide catheter, suture cut). The device has been rec'd; however, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).